Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported patient effects of angina and stenosis are listed in the xience sierra, everolimus eluting coronary stent systems instructions for use as known patient effects of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2018 the 2.5x8 mm xience sierra stent was implanted in the mid left anterior descending (lad) coronary artery and the 3.0x8 mm xience sierra stent was implanted in the first obtuse marginal (om1) coronary artery. On (B)(6) 2019 the patient had moderate, gradual onset, right-sided, pressure-like chest pain that occasionally radiated to the left side. The pain was relieved with nitroglycerin. In-stent restenosis was found in the lad and percutaneous revascularization was performed in the lad on (B)(6) 2019. A new stent was implanted in the lad. The patient was discharged home doing well on (B)(6) 2019. No additional information was provided.